Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusion can be made at this time.

Event description:
The pt reported that the pump's battery life was short and when reviewing the pump history with the pt, reboot events were discovered. The pt stated that reboot events without user intervention happen occasionally. She said that it has happened six times and no alarms occurred before the pump shut down and that the pump just beeped and shut off. During troubleshooting the pt confirmed that her battery cap yellow o-ring was not visible when secured to the pump and is less than six months old. The threads were intact and the pt denied exposure to moisture or any history of corrosion. The pt denies that the pump was cracked.